Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was in the 290 mg/dl range. Troubleshooting was initiated for the no delivery alarm. The customer was unable to prime; as soon as he pressed act the device alarmed no delivery. . The customer disconnected and reconnected the same reservoir and infusion set and ran a manual prime: the device alarmed no delivery. The customer tried to prime with the plunger but no insulin came out; there were air bubbles in the reservoir. The customer disconnected and reconnected the tubing and was able to push out 20.0 units of insulin; however, there were still air bubbles in the tubing. The customer changed the set. No products were returned or replaced.